Event description:
It was reported that the patient complained of dyspareunia, pain on the anterior wall, following robotic sacrocolpopexy. The physician examined in the office and felt "a thinning of the vaginal wall in the apical sulcus." The patient was brought to surgery for "probable mesh exposure and revision." Upon examination, "no mesh exposure could be viewed. Some probable scar tissue was identified." A trigger point injection was made kenalog and marcaine into the site. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.